Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported while drilling a screw for distal locking with multiloc the drill would not correctly insert into the screw hole, reportedly it turned away. This resulted in a five minute delay. This report is for an unknown nail. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
This report is for a nail, part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: our investigation shows that the cutting edges of the drill bit are blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause as no detailed clinical information is available. Due to the wear and tear signs on the drill bit, we can assume that this product was an often and intensive used instrument. Therefore we assume that the cutting edges were probably blunt before surgery, as this instrument is forseen for a multiple use. Due the bad condition of the device more mechanical power during the application was necessary and therefore it was impossible to perform an appropriate starting point for drilling as the drill bit tip could slipped on the bones surface. This occurrence could finally lead to the failure of the interaction of the devices. Please note: we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. All articles passed the functional requirements successfully and therefore the complaint relevant dimensions were checked as far as possible and find to be within specifications. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.